Manufacturer narrative:
(B)(4). A sample was not returned for investigation. The manufacturer reported: " since there is no sample returned for investigation, 1 set of representative samples was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample. No obvious defect was observed. The cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotest. No abnormality was observed on the sample. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuff. There is no issue found from the simulation test. The complaint was unable to further investigate due to no sample returned. Since there was no photo received root cause of the leak cuff found at customer side could not be further verified. Hence this complaint is not confirmed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: cuff is leaking while inflating. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI#. UDI related data quality updates only.

Event description:
It was reported that: cuff is leaking while inflating. The issue was identified prior to use. There was no patient involvement.

Event description:
It was reported that: cuff is leaking while inflating. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).